Manufacturer narrative:
Upon further review, bd has determined that this MDR was not reportable as it seemed that there is allegation against the device. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was giving low flow with no water flow rate (wfr). Patient had been on therapy for some time. Just bathed patient and swapped out pads, 4 adult size pads connected. Patient temperature (pt) was 36.7c, targeted temperature (tt) was 37c, water flow rate (wfr) was 0 l/m. Had them stop therapy, drain, disconnect, and reconnect pads. All lines straight with no bends or kinks. Restarted therapy and device immediately read 0 l/m. System diagnostics were outlet monitor temperature (t1) was 15c, outlet control temperature (t2) was 15.3c, inlet temperature (t3) was 18c, chiller temperature (t4) was 8.4c, water flow rate (wfr) was 0 l/m , inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 2598.6, pump hours were 1380.2. Had them stop therapy, empty pads, and disconnect. Walked through setting device in manual control at 20c. After a couple minutes, system diagnostics were outlet monitor temperature (t1) was 14.5c, outlet control temperature (t2) was 14.5c, inlet temperature (t3) was 14.3c, chiller temperature (t4) was 7c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 48%, mixing pump command (mpc) was 0, heater command (hc) was 0. Appeared to be possible flow meter issue. Walked through disabling manual control and they were swapping out device. Would send to biomed labeled no flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was giving low flow with no water flow rate (wfr). Patient had been on therapy for some time. Just bathed patient and swapped out pads, 4 adult size pads connected. Patient temperature (pt) was 36.7c, targeted temperature (tt) was 37c, water flow rate (wfr) was 0 l/m. Had them stop therapy, drain, disconnect, and reconnect pads. All lines straight with no bends or kinks. Restarted therapy and device immediately read 0 l/m. System diagnostics were outlet monitor temperature (t1) was 15c, outlet control temperature (t2) was 15.3c, inlet temperature (t3) was 18c, chiller temperature (t4) was 8.4c, water flow rate (wfr) was 0 l/m , inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 2598.6, pump hours were 1380.2. Had them stop therapy, empty pads, and disconnect. Walked through setting device in manual control at 20c. After a couple minutes, system diagnostics were outlet monitor temperature (t1) was 14.5c, outlet control temperature (t2) was 14.5c, inlet temperature (t3) was 14.3c, chiller temperature (t4) was 7c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -7.2psi, circulation pump command (cpc) was 48%, mixing pump command (mpc) was 0, heater command (hc) was 0. Appeared to be possible flow meter issue. Walked through disabling manual control and they were swapping out device. Would send to biomed labeled no flow.